Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that removal difficulty occurred. An amplatz - pi was selected for use in a pulmonary vein isolation with pulse filed ablation procedure. A versacross radio frequency (rf) wire was advanced, but resistance was met in the groin. The wire was then swapped with a merit j-tip guidewire to gain access to superior vena cava (svc). Then, it was attempted to advance faradrive sheath and connect dilator over the wire to the svc, however resistance was met at the same point in the groin. The sheath/dilator was removed, and it was attempted to just advance the native faradrive dilator over merit wire, but the resistance was still present. The physician now used an amplatz wire which was successfully used to gain access to svc and help the sheath and dilator to pass the groin to the svc. When trying to swap amplatz wire for rf wire, the wire would not completely retract. Both the wire and dilator were withdrawn together and it was noted that the amplatz wire was kinked and unraveled. The procedure was completed using a versacross fixed transeptal system. There were no patient complications as a result of this event.